Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the synchroseal instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the gray protective sheath dislodged from the synchroseal instrument and fell inside the patient. The fragment was removed during the same surgical procedure which was completed robotically. On 04-feb-2025, intuitive surgical, inc. (Isi) received FDA voluntary report with uf/importer report # (B)(4) stating: gray insulated protective sheath dislodged from the da vinci synchroseal into the surgical field. It was located and removed." Isi followed up with the initial reporter and obtained the following additional information: the synchroseal instrument was inspected prior to use and no damage was noted. When the event occurred, the surgeon was grasping unspecified tissue and the synchroseal instrument had been in use for about an hour. The surgeon did not notice any issues with the functionality of the instrument prior to the event. The instrument did not collide with any other instrument or other hard material during the use. The instrument was not removed during the procedure, prior to the breakage with a straightened wrist. Upon removal of the synchroseal instrument through the cannula, the instrument's wrist was straightened and no resistance was felt. There was no damage to the cannula. The fragment was removed with a laparoscopic grasper and no fragments were left behind. No additional surgical procedure was required to remove the remaining fragments. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The procedure was completed robotically with no injury to the patient. The patient has not returned to the hospital due to experiencing any post-surgical complications. There are no images of the device or a video recording of the procedure available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and found to have the jaw cover torn and completely missing. The missing jaw cover measured roughly 0.5455" x 0.2920". There were no signs of thermal damage present at the end of any tears. There was a moderate amount of debris on the jaws.

Event description:
Refer to h11 for follow-up information.